Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the displacement, rewind, basic occlusion and occlusion tests. No motor error alarm during testing noted. Motor passed motor test. Device was received with cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.